Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.